Manufacturer narrative:
This report is filed on august 21, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was treated with a topical steroid (date and duration not reported).